Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultramini meter ws reading inaccurately. The patient indicated that the alleged meter issue started about 3 weeks prior to calling lfs on the same day. The patient claimed that he got results of "480, 200, and then 560 mg/dl." The time differences between the alleged meter results are not known. Actual results of "480 mg/dl" (11:40 am) and "243 mg/dl" (11:44 am) were found in the meter's memory. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Also, the patient alleged that because of the inaccurate meter readings and not knowing how much insulin to take, he had to be hospitalized 3 times "within the past 2 weeks." The patient could not recall what meter readings he got during the hospitalizations but mentioned that he received insulin treatment. The patient also added that he takes novolog 70/30 insulin as follows: 30 units in the morning, 25 units at lunchtime, and 40 units at night. It is not clear as to whether the patient adjusts his insulin dosages based on his meter readings. At times during the time of concern, the patient stated that he suffered symptoms of feeling weak and shaky. It would have been helpful to know the following information. The patient's testing frequency, his medication and diabetes management regimens, if he is on a sliding-scale, and what changes, if any, he made to the regimens because of the reported meter issue. In addition, it would have been helpful to know if his doctor made any recent changes to his medicating regimens, what other health conditions he has, and what actions he took before and after he developed the reported symptoms. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. He did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that the meter was reading inaccurately and that he developed symptoms suggestive of hypoglycemia. The patient explained that during the time of concern, he did not know how much insulin to take because of the meter's inaccuracy. The patient had performed a meter-to-same meter comparison that did not meet lifescan's criteria for precision testing.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned. Lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.